Event description:
It was reported that during the month post implant, the patient fainted twice. The physician suspected a defect with the device as the thresholds could not be tested correctly and the output was lower that what it was set. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.